Event description:
Customer reported with an issue of air/water supply cannot pass the device smoothly. The device was replaced with another similar device and the intended procedure with no more than fifteen (15) minutes delay was completed with no patient harm or injury reported due to the event. Device evaluation found the nozzle was clogged by foreign material made of black rubber.

Manufacturer narrative:
The subject device was received and evaluated. Device and inspection found the nozzle was clogged by foreign material made of black rubber. In addition, the air/water was insufficient and the fe (forceps elevator) knob was found missing. Based on evaluation findings, the customer reported issue was confirmed as air/water supply found insufficient and nozzle was clogged with foreign material during device evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. In addition, correction to g2 ("other / hungary"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the error code due to a motherboard malfunction. The specific root cause of the motherboard malfunction could not be determined at this time. According to the instruction manual, section 9.2 "troubleshooting guide" states: "code: e116. Error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus." Olympus will continue to monitor field performance for this device.